Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences. Customer reported to have treated high blood glucose with food and bolus and blood glucose rose to 500 mg/dl. Customer continued to treat. Customer declined troubleshooting.